Manufacturer narrative:
Insulin pump received with blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify battery out limit alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.